Event description:
It was reported "we were notified about the dunnage on the hw35ss or hw35sa urology wire and we did have 1 ship in. It said to notify you if we had received 1."

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.

Manufacturer narrative:
The report 3008988055-2023-00011 is being amended to add the correct 'date of event' (october 5th, 2023). The original 'date of report' had a typo as well, the correct date was (B)(6) 2023. This follow-up has the current date when this is being submitted (march 29th, 2024).